Event description:
The facility representative reported an ipump with a condition of "failed calibration". This condition occurred during routine maintenance in the biomed service department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering confirmed this event as a micro processor unit printed circuit board issue. No additional information is available.

Manufacturer narrative:
(B)(4). The reported malfunction of "failed calibration" was confirmed and reproduced. The root cause was attributed to the downstream and upstream occlusion calibration not within range. The micro processor unit board was recalibrated for the downstream and upstream occlusion. Should additional information be received, a follow-up medwatch will be submitted.